Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving dilaudid 1.997 mg / 20 mg/ml bupivacaine .999 mg 10 mg/ml via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was cleaning up the pocket where the pump and catheter was, and he found that the catheter was cut. He may have accidentally done it with the bovine. No patient symptoms. He explanted partial and added new pump segment. There was a normal pump replacement. The medical history was not available due to legal/confidential reason. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-apr-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.